Manufacturer narrative:
Method - a review of the manufacturing paperwork is being conducted.

Event description:
On (B)(6) 2010, this patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2011, an ultrasound revealed an endoleak. Type of endoleak and aneurysm enlargement is unknown. On (B)(6) 2011, the patient underwent a reintervention. Further investigation is being conducted.